Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) and a consumer (con) via a distributor (dist) regarding a patient with an implantable pump. It was reported that there was a device explantation. The patient stated that the post-operative improvement was not significant and all implanted devices had been removed. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that it was unknown if the post-operative improvement not being significant had occurred since the implant of the pump. The explant date of the pump was unknown. The date that the patient first experienced the event was also unknown. The cause of the post-operative improvement not being significant was not provided. The information was confirmed with the provider/physician.